Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that prior to the intervention, there was an ulcerated plaque in the svg to the obtuse marginal branch. First, a 3.0 x 28 mm xience v was deployed and in the distal circumflex lesion. Then, a 3.5 x 18 mm xience v stent was deployed to cover the ulcerated plaque in the svg to the obtuse marginal branch. A lesion was noted in the proximal circumflex, and it was treated with a 3.5 x 15 xience v stent, after deployment of this stent, a proximal dissection was noted and required treatment with an add'l stent (3.0 x 15 mm xience v stent). The outcome of the adverse event was resolved and the pt was discharged from the hosp. No add'l event or pt info is available.